Event description:
It was reported that following an implant procedure the patient woke up and has been unable to move the right leg. No further information could be obtained despite good faith efforts.